Event description:
It was reported that a patient suffered a pericardial effusion (moderate in size) after a cardiac ablation procedure. The event did not require medical or surgical intervention; however, the patient required overnight monitoring. The patient was stable at the time. The physician¿s opinion on the cause of this adverse event was procedure related. No product malfunction was reported.

Manufacturer narrative:
(B)(4). The concomitant product: carto 3-serial # (B)(4); stockert-serial # (B)(4); coolflow pump- serial # (B)(4); mobicath catalog # d140010, lot # w2853902; pentaray d128211, lot # 17033243l; cs catheter d135303, lot # unk; siemens uls 10135936, sn unk. (B)(4).